Manufacturer narrative:
(B)(4). Patient ID, date of birth and age were requested, however no information was provided. The device was discarded, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event. The instructions for use state the following hazards and adverse events, among others: complications associated with the use of the gore® viabil® short wire biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends.

Event description:
It was reported to gore by conmed (rec 226072) that a patient was treated for a malignant biliary stricture using a gore® viabil® biliary endoprosthesis. It was reported the patient returned due to pain and a scan showed the stent had migrated 2 cm distal outside of the papilla. The device was reportedly removed and discarded. A plastic stent was placed and the patient reportedly tolerated the procedure.